Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified the fiber was broken in two pieces, in addition, the fiber tip appeared broken too. It is likely that procedural handling and procedural conditions of the device during set-up and use contributed to the fiber body break and tip break. A partial body break or kink could have occurred during use and when it was inserted into the scope and fired it led to the fiber break. Instructions for use (IFU) state: inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the device; return it to the supplier for replacement. Hold the fiber tip to a non-reflective surface, and ensure that a circular red/green spot appears. If the spot is not circular, cleave the fiber. If the spot is weak or not visible, discard the fiber or return it to the supplier for replacement. Ensure the fiber is properly handled so that it is not damaged by being stepped on, pulled, left lying in a vulnerable position, kinked or tightly coiled. Improper use of the fiber or use of a damaged fiber may result in severe eye or tissue damage, or fire in the treatment room, or accidental laser exposure to the treatment room personnel or patient.

Event description:
It was reported that, during a ureteroscopy procedure, the fiber snapped and broke. Another fiber was used in order to complete the procedure. There were no patient complications reported.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified the fiber was broken in two pieces, in addition, the fiber tip appeared broken too. It is likely that procedural handling and procedural conditions of the device during set-up and use contributed to the fiber body break and tip break. A partial body break or kink could have occurred during use and when it was inserted into the scope and fired it led to the fiber break. Instructions for use (IFU) state: inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the device; return it to the supplier for replacement. Hold the fiber tip to a non-reflective surface, and ensure that a circular red/green spot appears. If the spot is not circular, cleave the fiber. If the spot is weak or not visible, discard the fiber or return it to the supplier for replacement. Ensure the fiber is properly handled so that it is not damaged by being stepped on, pulled, left lying in a vulnerable position, kinked or tightly coiled. Improper use of the fiber or use of a damaged fiber may result in severe eye or tissue damage, or fire in the treatment room, or accidental laser exposure to the treatment room personnel or patient.

Event description:
It was reported that, during a ureteroscopy procedure, the fiber snapped and broke. Another fiber was used in order to complete the procedure. There were no patient complications reported.

Event description:
It was reported that, during a ureteroscopy procedure, the fiber snapped and broke. Another fiber was used in order to complete the procedure. There were no patient complications reported.